Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2015) and date of event ((B)(6) 2026) are considered to be a best estimate. This emdr represents the 3dmax light mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax light mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2016 patient was diagnosed with bilateral inguinal hernia, thereby underwent repair with implant of 3dmax light meshes (device 1 and 2). (Note: there is no operative notes provided for this procedure). Attorney alleges patient had infection, hernia recurrence, adhesion, pain.